Manufacturer narrative:
Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one unused insyte autoguard bc 20ga retracted needle/barrel assembly in an opened package. No catheter/adapter was returned. Through the visual inspection the needle was repositioned to the out position. There was silicone lube (non-foreign) between the notch and the bevel of the needle. The reported issue was confirmed. The silicone lubrication is from the manufacturing process; which is part of the product and does not pose a threat to the patient. The silicone lubrication is applied to the needle/cannula/catheter assembly to minimize the insertion and threading forces during the usage. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that lubricant was found in the bd insyte¿ autoguard¿ bc shielded IV catheter before use. The following information was provided by the initial reporter: "the lubricant is evident in many of the catheters. Today I checked the following and it was noted in these catheters. Ref (B)(4) lot# 8340860 20 ga 1.16¿ ref (B)(4) lot# 8193836 22 ga 1 ¿"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that lubricant was found in the bd insyte¿ autoguard¿ bc shielded IV catheter before use. The following information was provided by the initial reporter: "the lubricant is evident in many of the catheters. Today I checked the following and it was noted in these catheters. Ref 382534 lot# 8340860 20 ga 1.16¿; ref 382523 lot# 8193836 22 ga 1 ¿".